Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings. The pump was investigated with these available results prior to submission of the initial 3500a, which were omitted in error: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and contamination was found under all button contacts. The battery and cartridge caps were not returned with the pump; test caps were used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA in november 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿ok¿ button was under responsive. It was reported that the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.